Event description:
The implant failed due to infection, pain and abnormal sensation. The implant was placed at #47 and removed after a month. Traditional 2 stage surgery. Moderate oral hygiene. Good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.